Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A spring is missing from the spacer block.

Manufacturer narrative:
Additional narrative: the complaint states a spring is missing from the spacer block. The investigation confirmed the complaint as reported. The device was reviewed by bioengineering and a report was received stating with no damage to the post, and the failed balseal not being returned, it is not possible to determine if a failure occurred where the failure originated from. It is not known what cleaning procedure was used by the hospital; however, this may have contributed to the removal of the spring. Despite not having the balseals returned, the accompanying paperwork states no part remaining in patient and therefore there is no patient risk associated with this complaint. It should be noted that pra (B)(4) was released on (B)(4) 2014 in which the damage to the balseals was evaluated. The pra concluded that there is no patient harm as none of the failure modes have led to any patient harm. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.